Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with saline mentor smooth round moderate plus profile 375cc breast implants and suffered several unexplained systemic symptoms, including chronic fatigue syndrome, sjogrens syndrome, fibromyalgia, occipital neuralgia, chronic joint pain, insomnia, migraines, night sweats, fevers, shooting pain in breasts, limb numbness, neuropathy, brain fog, cognitive dysfunction, extremity pain, dry skin, dry eyes, weight gain, easy bruising, temperature intolerance, low libido, ringing in the ears, heart palpitations, shortness of breath, tender lymph nodes in the breast area, tingling in extremities, numbness in extremities, muscle twitching, frequent urination, body pain, poor vision, slow muscle recovery, digestive issues, difficult swallowing, choking feeling, chronic inflammation, mood swings, anxiety, depression, high vitamin b, high iron. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices. The manufacturing date is after the reported implantation date. If additional information is received regarding the correct date of implantation or lot number, a supplemental report will be submitted.